Event description:
Patient returned to outpt physical therapy one day post wound care. Pt states he discovered a metal post / pin like object. Measurement ~ 3/4 inch long. Object was embedded in gauze which was placed over foam dressing. No injury sustained. Possible lot # 62039500 or 70039500.